Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the cover glass of the insertion section is scratched, the dielectric strength is inadequate; the light transmission is lost or too low a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the outer tube is damaged and therefore the dielectric strength is inadequate. The light guide-bundle of the video cable section is broken and therefore the light transmission is lost or too low. The most probable cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid video laparoscope had leakage. The issue occurred during reprocessing. There were no reports of patient involvement.